Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation, the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code was isolated to an open r45 resistor on the computer/analog board. The damage to the resistor caused high voltage to travel to low voltage circuitry, damaging multiple components on the c/a. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient received a service code 102 (charge profile fault).